Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging the onetouch ultra2 meter was not powering on when he went to test his blood sugar. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2014 at an unknown time. The patient reported using oral medications with diet and/or exercise to manage his diabetes. The patient reported on an unknown date and time he exercised. The patient reported 1-2 days after the alleged issue first occurred he developed symptoms of ¿confusion, dizziness, diarrhea, nausea, loss of 20 lbs in 21 days, dehydration, and acute kidney loss.¿ the patient reported on an unknown date and time he was treated in the emergency room with a ¿breathing treatment, medicine (unknown), and additional treatment to save kidneys.¿ the patient reported his metformin was discontinued and he was in the hospital for 8 days. The patient reported no other device was used to measure his blood glucose. At the time of troubleshooting, the cca confirmed it was not the first use of the meter and no misuse. The patient was using the correct test strip. When prompted to press the power button, the meter did not turn on. When a new test strip was inserted the meter did not turn on. When the meter¿s battery was replaced the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of an acute complication of diabetes and required treatment from a healthcare professional.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.